Manufacturer narrative:
Correction: FDA registration number 0001649390 - te (blooming). The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a revision shoulder arthroplasty was performed to convert an antibiotic spacer to a reverse shoulder construct. The patient previously underwent a primary procedure with tornier/stryker implants, which were later explanted due to infection. An antibiotic spacer was placed at that time. During the most recent procedure, the spacer was removed and replaced with a reverse shoulder prosthesis.

Event description:
It was reported that a revision shoulder arthroplasty was performed to convert an antibiotic spacer to a reverse shoulder construct. The patient previously underwent a primary procedure with tornier/stryker implants, which were later explanted due to infection. An antibiotic spacer was placed at that time. During the most recent procedure, the spacer was removed and replaced with a reverse shoulder prosthesis.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.